Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was returned and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing short v-v interval with non-sustained ventricular tachycardia (vt) episodes and noise on the lead. The lead was suspect of a fracture. The lead was reprogrammed and remained in use. Afterwards, the patient was seen in the emergency room (ER) for syncopal episodes. Interrogation indicated that the rv lead had an acute loss of capture. The lead was reprogrammed to regain capture. The rv lead was then revised with the pace/sense portion of the lead capped and the shock coils remaining in use. A new pace/sense lead was implanted in the rv. No further patient complications have been reported as a result of this event.